Event description:
I underwent a total hip replacement on (B)(6) 2006. I received the depuy pinnacle acetabular cup, 52-mm. Since about 4 years after the date of implantation, I began to experience pain when performing ordinary tasks. Since 2011, the pain has become severe and continuous. I live with the pain as best as I can but I cannot climb stairs or walk for any considerable distance. I have to use a can for assistance. Diagnosis or reason for use: osteoarthritis. Avn - bilateral.